Event description:
A caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact on the customer's blood glucose level, as it was maintained within the normal range. The customer resumed insulin delivery after being educated about the impact of pump shutdowns on insulin settings. Technical support confirmed the battery depletion in logs and decided to replace the pump. The customer was advised on returning the malfunctioning pump and was instructed to use multiple daily injections as a backup therapy.